Manufacturer narrative:
The results of the investigation are inconclusive since no case study files or the device were returned for analysis. Based on the information provided to abbott and the service report, the cause for the reported event was due to a damaged internal circuit board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a radiofrequency (rf) ablation procedure a cancellation occurred. During the procedure the rf generator thermometer did not function. It was not possible to continue and the procedure was cancelled. There were no adverse patient consequences.